Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
The manufacturer representative reported that the patient was having a basic evaluation and they were able to get 1 lead in on the right side and it was connected to the red side of the cable. After multiple attempts, they just couldn't seem to find the other s3 foramen, so only 1 lead was placed. They were seeing an error message on the controller saying no leads were connected. The manufacturer representative was going to try plugging the lead into the white end of the cable. Even after plugging the lead into the white end, it still did not resolve the issue. The health care provider (hcp) ended up pulling the one wire and discussed an advanced evaluation with the patient. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported the cause of the no lead connection message was unknown.